Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the probe broke off the thunderbeat device during a therapeutic total laparoscopic hysterectomy procedure. The procedure was delayed, but completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction d3: mfg establishment name. Correction d4: model #. Correction d4: lot#. Correction d4: serial #correction g1: mfg site establishment name. This supplemental report is being submitted to provide a correction. Updated fields: d3, g1, d4 (lot, UDI).

Event description:
No new information has been provided by the customer.